Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the 2 most proximal stent strut rows with struts lifted and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05740. Reportable based on device analysis completed on 22-jun-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 2.0x15mm maverick balloon catheter was advanced for dilatation which slightly improved the antegrade flow; however, acute vessel recoil was observed. A 2.50x24 synergy¿ stent was advanced but it failed to cross. A 2.5x20mm synergy¿ stent was advanced through a guidezilla guide extension catheter. The stent was fully apposed to the vessel and the procedure was completed. No further patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.